Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had to be opened back up because she had an infection. It was later reported that, three weeks after a device replacement on (B)(6) 2013, there were no signs of infection and the patient was happy. Additional information was requested but was not available at the time of this report.